Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# unknown, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump with unknown indication for use. No drug information was provided. It was reported a catheter event had been confirmed. The representative stated he was calling from a pump replacement, and they ¿think there is a little tear a couple inches back¿ from the catheter connection to the pump. The representative was inquiring about the appropriate revision kit to use. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-14 from the representative reported the only information he remembered from this case was that the issue (catheter tear) was discovered, was fixed, and the patient was doing well. The representative did not remember a pump replacement, and thought that maybe it was only a catheter revision surgery, but did not remember enough detail to confirm. The representative did not remember the name of the hcp involved with the case and did not have contact information for anyone who would have more information. The representative did not know the patient's name and did not know the serial numbers for the pump or catheter. The representative did not know what issue prompted the initial catheter surgery and did not know when that issue may have begun. The representative did not know whether the patient experienced any symptoms related to this event and had no further information to report.